Manufacturer narrative:
Investigation completed 6/01/2017. Method: -device history review/service history; -trend analysis; -failure analysis. Service history: control# (B)(4) date of service: 11.04.2017. Control# (B)(4) date of service: 20.03.2017. A two year look back from 04/26/2015 to 04/26/2017 for this reported failure using key words "lock¿ and "loose" for product ID shows no new design or manufacturing trends have been identified. Evaluation verified customer information as valid. Locking mechanism is too loose - overhaul and adjust. According to prior repairs of the locking mechanism, the swivel base will be exchanged as a preventative measure. Some small parts need replacement. Conclusion: the root cause is the locking mechanism being out of adjustment with several assembly components worn out of specification.

Event description:
This skull clamp came back from repair but the customer was not satisfied with the repair. The sales representative collected the skull clamp and noticed that the locking mechanism was still too loose. This problem was detected before the skull clamp was in use in the operating room; hence no impact on patient.